Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. The health care professional had called in for assistance with having this pacemaker device into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system for MRI compatible and all lead measurements were currently within normal range. The boston scientific representative had called back confirming the exit of MRI mode and stated that most recent lead impedance testing was within normal limits. The device appeared to be functioning as programmed and remains in service. No adverse patient effects were reported.